Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d4: unique identifier (UDI) number d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4)

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided, additional device information unknown / not provided. Premarket identification PMA/510(k) number k011028 and k013227. Device manufacturer date unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
The patient complain about pain, at checkup the site 23 was infected. Symptoms as a result of the event: pain, inflammation and infection.